Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level in the mid 200s range (mg/dl). The customer delivered a bolus, but bg level did not decrease. During troubleshooting with tandem technical support, a loose connection was noted between the luer lock and the infusion set. The customer also observed air bubbles in the tubing. The customer indicated that the cartridge and infusion set would be changed and insulin delivery resumed.